Event description:
It was reported that the right ventricular lead impedance dropped below the normal range for one day and triggered the patient alert. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) inner insulation breached depression; full lead returned in segments and analyzed. It was observed that the distal conductor was distorted, there was blood/body fluid present on the helix mechanism and all conductors, the outer insulation was breached due to clavicle-rib crush, the outer tubing overlay was melted and breached cut, the lead appeared crushed, and the outer insulation had a cosmetic depression.